Event description:
(B)(6) 2009: I had essure implanted by my gynecologist in the office. Immediately after placement, I started to have severe abdominal pain. The pain was unbearable and I was not able to function until the pain passed. This happened for 3/4 months sporadically. On (B)(6) 2010, I went to have my hsg test done. It was discovered that the right coil was not in my tube. It was in my uterus. The left coil was partially in my tube but a piece had broken off from my coil and there was a small fragment in my uterus. On (B)(6) 2010 I had surgery. I had laparoscopic surgery to locate the right coil. It was found on top left mid side of my uterus attached to my uterine wall. Then also have a tubal ligation at the same time. The left coil was left in place, in my tube. It was not removed. In 2011, I started to have severe bloating, pelvic pain, pelvic pressure, pelvic inflammation, large menstrual clots, heavy periods, extreme fatigue, migraines, mid section weight gain, inflammation painful intercourse extreme pain, sharp stabbing pains on sides of abdominal. In 2012, I had blood work done, nothing unusual but low vitamin d. In 2013, I had pelvic ultrasound. It showed I had right ovarian cysts. These cysts eventually resolved. In (B)(6) 2013, I had pelvic ultrasound; left coil was not seen. On (B)(6) 2013, I had pelvic x-ray. It was discovered that the left coil had migrated to my right side abdomen. I also had a small fragment still on my left side near my bladder. On (B)(6) 2013 I had surgery. I had diagnostic laparoscopy and a left salpingectomy due to the pelvic pain I was having. During surgery, my doctor managed to locate the coil; it had attached to my appendix. It was removed. The small fragment on my left was found piercing my uterus. I also had my left fallopian tube removed. I am recovering at home from surgery.